Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed and this 25 mm sjm trifecta valve was implanted. The patient was hospitalized from (B)(6) 2011 until (B)(6) 2011 secondary to a small bowel obstruction and wound infection. On (B)(6) 2011, venous doppler confirmed a dvt in the left subclavian extending into the arm vessel and wound cultures confirmed the presence of enteric gram negative bacilli. Warfarin therapy was implemented for the dvt and clavulin was begun on (B)(6) 2011 for the positive culture. Reportedly, the embolism was a complication of the avr. The infection was reported to be due to the laparotomy. No additional information is anticipated.